Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 466 mg/dl. Customer did not reported any symptoms as a result of high blood glucose. Customer stated that the insulin pump had insulin flow block alarm. The insulin pump will not returned for analysis.